Event description:
Complainant alleged that during acceptance inspection of device after return from depot repair, the device display blanked out. There was no pt involvement during the reported malfunction.